Manufacturer narrative:
(B)(4): physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause of the failure to be an electrically open resistor, designator r4.

Event description:
During a routine inspection, physio-control investigation found that the device was not able to analyze an ECG rhythm and deliver defibrillation therapy. There was not pt use associated with the event.